Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the ligasure device was opened and inside were black dust specs that could not be identified. As reported, the device was opened before the case and the black particles were present inside before the device was opened. Because the packaging was opened before the sales representative was there, it was no possible to determine if this was something that had occurred during shipping. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.

Manufacturer narrative:
The investigation results confirm this incident no longer falls within MDR reportability requirements as it was determined it was not functional output ¿uol-06: loose / damaged components¿. The device was returned to stryker sustainability solutions for evaluation. Upon inspection of the received complaint device, the complaint device was received open with the stryker sustainability packaging and tray. The handle, blade trigger, button, shaft, and jaws appeared to be intact. There was foreign material found on the device and inside the tray. The device was carefully taken apart to be inspected. Foreign material was found in the inside of the device. Ftir analysis was performed. The samples were positive for dried blood and ethylene glycol stearate. The device inspection indicated that the complaint was confirmed for the reported failure mode. A review of the DHR supports that the device met all inspection and test criteria prior to release from stryker. The reported event could be attributed to conditions and/or handling post-distribution by stryker's sustainability solutions. The instructions for use (IFU) state: - inspect packaging for damage. If damaged, do not use. - package is provided sterile by method of ethylene oxide gas and is for single patient use only. Do not use if there is any evidence of damage to the package. The reported event will continue to be monitored through post-market surveillance.

Event description:
It was reported that the ligasure device was opened and inside were black dust specs that could not be identified. As reported, the device was opened before the case and the black particles were present inside before the device was opened. Because the packaging was opened before the sales representative was there, it was not possible to determine if this was something that had occurred during shipping. There was no patient injury, medical intervention, or extended procedure time reported. These are commonly used devices that are readily available.